Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the non-patient end of the bd micro-fine¿+ pro pen needle was broken. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided via the bdj investigation: "1 defect sample was returned. Bdj confirmed that the np needle was broken." "Bdj found "np needle broken" from returned sample."

Event description:
It was reported that the non-patient end of the bd micro-fine¿+ pro pen needle was broken. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided via the bdj investigation: "1 defect sample was returned. Bdj confirmed that the np needle was broken." "Bdj found "np needle broken" from returned sample."

Manufacturer narrative:
H.6. Investigation: one open 32g x 4mm pen needle sample was returned from an unknown lot. No., cat. No. 320559. Visual examination was carried out on the returned sample and a broken non patient end of cannula was observed. Due to the condition the sample was returned no clog test could be carried out. No DHR review can be carried out as lot number is unknown. As the sample returned was open it is not possible to confirm this defect to be manufacturing related.